Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2017-00140. It was reported the patient experienced infection at the lead site. As a result the scs system was explanted. The patient was treated with antibiotics.

Manufacturer narrative:
Concomitant medical products: scs anchors (model 1194) were unintendedly reported under concomitant medical product in the initial report. They are reported as additional devices.

Event description:
Device 1 of 4: reference MFR. Report# 3006705815-2017-00140, reference MFR. Report# 1627487-2017-01070, reference MFR. Report# 1627487-2017-01072. Anchors are added as device 3 and 4.